Event description:
It was reported that the modular cable had a 10cm long crack in the outer jacket, revealing the inner layer. The cable was replaced with a new one.

Manufacturer narrative:
This event occurred at (B)(6) university hospital. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned modular cable confirmed damage to the outer jacket. Discoloration of the outer jacket as well as the inline and controller connector bend reliefs was also observed. Although a specific cause for the observed damage and discoloration could not be conclusively determined, it did not appear to have contributed to an electrical issue. The heartmate 3 modular cable, lot number, 7535167, was returned in used condition. Upon examination, a slight gray discoloration was observed in the outer polyurethane jacket. Additionally, a dark gray/yellow discoloration was observed in the inline connector bend relief and a light-yellow discoloration was observed in the controller connector bend relief. The outer jacket was bunched approximately 12" - 14.5" from the controller connector. Tears were observed within the bunched material approximately 12.25", 13.0", 13.25", 13.75", 14.0¿, and 14.5" from the controller connector. The underlying armor layer showed no signs of damage. The controller and inline connector pins appeared unremarkable. The modular cable passed manufacturing test procedure and was determined to function as intended. The relevant sections of the device history records for modular cable lot number 7535167 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, and patient handbook, are currently available. The IFU and patient handbook provide information regarding how to clean and care for the driveline. These documents instruct the user to check the driveline daily for signs of damage (cuts, holes, tears). The patient handbook further instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The IFU and patient handbook also instruct the user to keep their driveline clean and wipe off any dirt or grime. As needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.